Manufacturer narrative:
A review of the manufacturer for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was a left heart catheterization. When attempting to retrieve the spiderfx distal embolic protection device, the retrieval catheter would not pass the deployed stent. In the effort to retieve, the basket was pulled through the stent and the stent became disolged and was pulled out of the vessel along with the spiderfx. Another stent was deployed across the diseased segment of the graft.